Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Device evaluation summary device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on/abnormal shutdown) has been confirmed. As received the monitor was unable to power on. Upon investigation, heavy corrosion was found on the battery, sd card, and table board and computer/analog board connectors. Corrosion on the computer/analog board connectors shorted the power supplies and caused fuse f600 to open. The cause of the inability to power on is the damaged fuse. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that a patient's monitor would not power on. It was reported that the monitor had multiple abnormal shutdown flags recorded in the patient's downloaded software flag files shortly before it was unable to power on. The distributor also returned battery pack sn (B)(4) on 01/09/2016 and reported that the battery was producing battery faults.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on/abnormal shutdown) has been confirmed. As received the monitor was unable to power on. Upon investigation, heavy corrosion was found on the battery, sd card, and table board and computer/analog board connectors. Corrosion on the computer/analog board connectors shorted the power supplies and caused fuse f600 to open. The cause of the inability to power on is the damaged fuse. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that a patient's monitor would not power on. It was reported that the monitor had multiple abnormal shutdown flags recorded in the patient's downloaded software flag files shortly before it was unable to power on.